Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported that the insulin pump's buttons were unresponsive. The insulin pump alarmed button error. The customer reverted to a backup plan. Customer's blood glucose level was 450 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump had a broken battery cap, broken battery tube threads, a broken reservoir tube lip and a cracked case at the display window corners.